Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was urgently transplanted status 2 for aortic valve vegetation infection. The pump would not be returned.